Manufacturer narrative:
Date of birth: (B)(6) (exact date is unknown) additional suspect medical device component involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that following a lead revision procedure, the patient developed severe loss of normal sensation in her left arm and left leg. No action has been taken to address the reported event. The event was assessed as being related to the procedure and not to the device.

Manufacturer narrative:
Additional information was received that the patient was seen by the anesthesiologist and advised that the reported weakness could have been due to residual effects of the anesthesia. No action has been taken and the patient is recovering.

Event description:
A report was received that following a lead revision procedure, the patient developed severe loss of normal sensation in her left arm and left leg. No action has been taken to address the reported event. The event was assessed as being related to the procedure and not to the device.